Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was noticed to be cracked on the bladder coil during a stent placement procedure. The stent was placed inside the patient without issue and then noticed to be "cracked" on the bladder end. Reportedly, the suture was removed from the bladder end of the stent. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was noticed to be cracked on the bladder coil during a stent placement procedure. The stent was placed inside the patient without issue and then noticed to be "cracked" on the bladder end. Reportedly, the suture was removed from the bladder end of the stent. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine".

Manufacturer narrative:
(B)(4).